Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the wire remained connected to the anchor. The wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: pull wire on cat02462 broke when engaged. It broke inside the handle so that when the surgeon removed the device, the wire was still connected to the anchor and also out of the body. Wire was grabbed with a needle driver and by hand to be removed. It was successfully removed. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was a material issue.

Event description:
It was reported that the wire remained connected to the anchor. The wire was removed from the anchor and the procedure was completed successfully.